Event description:
It was reported that this electrode exhibited high out of range shock lead impedance measurements measuring greater than 400 ohms. This is due to the lead being fractured. Additionally, the health care professional (hcp) inquired about performing magnetic resonance imaging (MRI) however, was told that due to high impedance the device is not recommended to go into MRI protection mode. At this time, the electrode remains in service. No adverse patient effects were reported.